Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that unable to issue medication. A technical support specialist (tss) had attempted to remote into the station, and the customer had advised that the user was able to issue the medication. The issue had been resolved. The system functioned as intended after the issue was resolved.